Manufacturer narrative:
The reported event of crm (B)(4) - pcu failed to alarm file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
The customer stated that the unit did not alarm when switching from the secondary to the primary. The hospital had a new dataset installed on (B)(6) 2018. There was no patient harm.

Manufacturer narrative:
The reported event of crm (B)(4) - pcu failed to alarm file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
The customer stated that the unit did not alarm when switching from the secondary to the primary. The hospital had a new dataset installed (B)(6) 2018. There was no patient harm.